Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer stated that insulin pump was not exposed to a high magnetic field. The customer able to clear the alarm and able to complete the rewind the pump. The customer stated that this error occurred for the 2nd time in two weeks. The insulin pump will not be returned for analysis.